Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body of a peritoneal dialysis (pd) separated from the twist clamp. The separation was observed while the transfer set was connected to the patient for pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available. However, a photograph and video were provided for evaluation. A visual inspection was performed. And both occluder feet to the main body were broken, causing the twist sleeve to separate from the main body. The reported condition was verified. The cause of the condition could not be determined. However, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.